Manufacturer narrative:
An event of device migration upon release was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, there was no allegation on malfunction of the delivery system was noticed.

Event description:
It was reported that on (B)(6) 2023, a 8-6mm amplatzer duct occluder was chosen for a patent ductus arteriosus (pda) duct using a 7f amplatzer torqvue delivery system. During procedure, the device was sized according to instructions for use (IFU). The device was deployed and detached in the pda, but it was not stable and the device moved its position. The device was snared and secured quickly to prevent the device embolization. There was no issue with the delivery system. There was no reported blockage of blood flow. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
It was reported that on (B)(6) 2023, a 8-6mm amplatzer duct occluder was chosen for a patent ductus arteriosus (pda) duct using a 7f amplatzer torqvue delivery system. During procedure, the device was sized according to instructions for use (IFU). The device was deployed and detached in the pda, but it was not stable and the device moved its position. The device was snared and secured quickly to prevent the device embolization. There was no issue with the delivery system. There was reported blockage for blood flow. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.